Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02212. It was reported that during a pre-discharge check, the right ventricular lead was discovered to be dislodged. The lead had an extremely elevated capture threshold (although rv capture was still present), a significantly lower impedance, and was oversensing far p-waves from atrial fibrillation. X-ray confirmed the dislodgement and showed that the lead was at the tricuspid annulus. Additionally, the pacemaker had moved significantly from the original post-implant position. The lead was repositioned and the device was explanted and replaced. The patient was in stable condition and tolerated the procedure well with no adverse reactions or complications.